Manufacturer narrative:
The pump was returned to animas for eval. Eval has not been completed.

Event description:
The pt's mother reported that several basal insulin rate settings were cleared without user intervention and could not be re-entered.